Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: patient code: no code available (3191) is used to capture medical device removal.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation papers allege: agonizing pain in his groin, his inner thigh, and his buttocks area and had severe difficulty walking or moving in general. Doi: (B)(6) 2008 left hip. Dor: (B)(6) 2011. Doi: (B)(6) 2009 right hip. Dor: none reported. Update 6/17/2013- upon medical record review by a medical professional, a medial fracture was noted. Update 08 aug 2018 (B)(4) has been re-opened under (B)(4) due to receipt of ppf and implant records. In addition to what previously alleged, ppf alleges loosening of cup, metal wear, metallosis and elevated metal ions. Also added screw and stem in impacted product due to alleged loosening and elevated metal ions. Doi: (B)(6) 2008 dor: (B)(6) 2011 left hip. See (B)(4) right hip.